Manufacturer narrative:
This supplemental report was created to update d6b: explant date and h6: impact code.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lv lead was surgically abandoned. Additional information indicated that this lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lv lead was surgically abandoned.